Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using ultra fast-fix, after t1 was implanted, t2 was deployed simultaneously. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. The image reveals the device distal tip is wrapped in tapped and unable to be seen. A visual inspection revealed the device was received outside of original packaging. The t1 anchor had been detached from the needle. The t2 anchor was still attached to the needle as intended. No physical damage to the device. A functional evaluation revealed that the t2 anchor could be deployed as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the batch number and product number of the reported device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair using ultra fast-fix, after t1 was implanted, t2 was deployed simultaneously. T1 was removed by tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
B5: updated.